Manufacturer narrative:
Investigation of returned guidewire revealed that the coil was deformed and broken at approx. 82mm from tip end, but without separation. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned device, it is inferred that rotational manipulation was excessively made to the guidewire of which tip might be trapped in the target lesion, resulting accumulation of force, deformation and breakage of coil wire when the force exceeded the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, during the procedure to treat a heavily calcified cto lesion at #3 rca, when subject guidewire was advanced with a micro catheter for crossing the lesion, irregular manipulation feel was noticed with the guidewire. Micro catheter was advanced and the guidewire was removed, it was found that the coil of the guidewire was deformed.

Manufacturer narrative:
(B)(4)